Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that all central stations went into local mode. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
H3 other text: customer did not respond to service quote.

Event description:
It was reported: all central stations went into local mode. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.